Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed the "door not fully latched" message, caused by a failed upper hook switch. The upper auxiliary assembly was replaced. See scanned pages.

Event description:
During baxter's device eval, it was discovered that the device displayed a "door not fully latched" message. There was no pt involvement.